Manufacturer narrative:
It was reported to abbott, after undergoing an scs implant, a patient expressed they could not move their legs. The patient was returned to the or where the physician removed the paddle from the epidural space and cut it. The ipg and cut lead remained implanted. It was later reported the paralysis symptoms subsided. There was no intervention planned for the cut lead at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received.

Event description:
It was reported that immediately following an scs implant procedure on (B)(6) 2023 the patient reported that they could not move their legs(related report 1627487-2023-03591). The patient was brought back into the operating room wherein the patient's scs paddle lead was cut and the paddle was removed to address the issue. Further updates revealed that the patient's symptoms have subsided since the surgery. Surgical intervention may take place at a later date to fully explant the lead.